Event description:
It was reported that the patient had been in an atrial arrhythmia for a couple days, and loss of left ventricular (lv) capture was observed on the electrogram (egm) of the cardiac resynchronization therapy pacemaker (crt-p). This lv lead remains in service. No adverse patient effects were reported.